Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No excessive no delivery alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken reservoir tube lip.(B)(4)

Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 159 mg/dl. The customer's wife also reported that the device had a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.